Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of undersizing the femoral stem, which led to femoral stem subsidence.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. During index surgery, the surgeon implanted a size 10 novation element stem but did not do any templating before the case. It turned out to be grossly undersized and the stem subsided by a full 10mm. The head was removed during the revision case and the slap hammer placed on the neck and stem was removed fairly routine. The surgeon broached up until a size 15 std stem was reached and trailed with a 36 short trial head. Good reduction and length achieved. We opened a size 15 std novation element stem and implanted with a 36 short ceramic head. Patient was fine when leaving the operating room.